Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 124 mg/dl at 3:39 p.m., 308 mg/dl at 3:41 p.m., 407 mg/dl at 3:43 p.m., and 97 mg/dl at 3:49 p.m. With the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 2hpec51a for evaluation. An in-house testing was performed with the returned meter and returned test strips using blood sample, which gave a satisfactory performance.